Event description:
It was reported that shortly after the device was implanted, the patient had a procedure to aspirate the pump pocket. The patient stated that the incision was closed with glue and she is allergic to glue. She further indicated that the incision 'blew open' and was seeping brown colored drainage. The patient reported experencing symptoms of inability to sleep, contractions 'similar to hard labor' and severe headaches as well as a return of symptoms. The pump was used to deliver dilaudid and bupivicaine (concentration and dosage were not reported).